Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in spain, regarding a 29mm sapien 3 ultra resilia transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, resistance was felt inserting the commander delivery system though the esheath+ and the delivery system was stuck in the white portion of the sheath. It was possibly not inserted perpendicular to the artery which may have caused the sheath to bend and perforate the introducer in the proximal part of the esheath+ introducer at the femoral artery insertion site. It was decided to remove the introducer and the device as a unit and place a new device. There were no incidents, and the aortic valve was implanted correctly. The patient left the laboratory without incident and stable.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for liner punctured was confirmed based on provided imagery. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Available information suggests patient factors (calcification, tortuosity) and procedural factors (device manipulation) likely contributed to the reported events as it was reported that the patients access vessel presented moderate/severe calcification and severe tortuosity and resistance was encountered while advancing the commander with crimped thv through the esheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.